Event description:
It was reported while in the or the md inserted the iab sheathless via the right groin. Thirty six hours later the helium loss alarm occurred and blood was found in the helium tubing. As a result, the iab was removed from the patient. Because the patient's pressures were adequate, another iab was not inserted. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.